Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 22.4 mmol/l at the time of incident. Customer also reported that the insulin pump had insulin flow blocked alarm. Trouble shooting was performed for no delivery alarm. Customer was advised to disconnect at the quick release and also assisted in performing a 5.0u fill cannula then insulin exited. It was also reported that the cannula was bent and it was unknown that the customer was using auto mode feature mode feature on insulin pump or not. The insulin pump will not be returned for analysis.